Event description:
Manufacturer received a notice letter from FDA on (B)(6) 2022. This letter was notifying the manufacturer of a medwatch report made on one of their medical devices by a patient. Attached was MDR report (B)(4). The event was explained as having pain. The patient stated: "I have a hyprocure stent placed in my left foot (B) (6) 2019. It seemed to be fine for 1 ½ years, but now I can only compare the pain to a tens unit turned up to high. I also measured a signal from the device with an electromagnetic frequency meter. I do believe the device has communication capabilities. I do not have a lot number or card that shows the stent placed on my foot was genuine. The device is still in my foot and I am scheduled to have it removed in about 2 weeks. Please investigate. FDA safety report ID # (B) (4)."

Manufacturer narrative:
The investigation of device manufacturing history records (as well as the device packaging and sterilization documentation) did not reveal any nonconformities. The facility / physician accepting the device is an admission that the hyprocure sinus tarsi implant was received with no evidence of packaging or device damage. We believe the device was manufactured, packaged, and delivered in good order. Post operative pain is a known potential risk and is not uncommon for patients to experience. Every patient has unique medical considerations and the root cause for pain can vary for each patient while their foot is adapting to the corrected position. The hyprocure sinus tarsi implant when used as intended, can be removed from the sinus tarsi, returning the ankle and heel bones back to its pre-surgical state (the implant does not alter the bones in any way, it is pushed into place with no drilling or screwing). We can confirm that a hyprocure implant, lot # 060212181, and serial # (B)(4), was implanted by dr. (B)(6) on (B)(6) 2019.